Event description:
It was reported that patient complications occurred requiring additional intervention. Obsidio was used for a rectal artery embolization of acute rectal bleeding. The patient was admitted with an acute massive lower gastrointestinal (gi) bleed that measured -2mm. Computed tomography angiography (cta) revealed an active rectal artery branch bleeding with contrast extravasation from the right side of the rectum. An angiogram revealed a similar finding, and the patient underwent selective rectal artery branch embolization with obsidio. A 2.4 fr non-boston scientific microcatheter was used with 0.1 ml of obsidio using the aliquot technique. The physician was pleased with the delivery of obsidio with cessation of bleeding. The patient had decrease in hemoglobin and minimal rectal bleeding and underwent a computed tomography (CT) 2 days after the initial embolization procedure. The CT revealed a rent in the rectal wall at the site of the initial bleeding and embolization. Obsidio was noted to be 2cm more distal in the artery and rectal wall compared with the post procedure angiogram/fluoroscopic images, which led to ischemia. The patient underwent a colonoscopy which demonstrated focal perforation without infection or abscess. The patient was experiencing pain at the site and underwent a diverting colostomy 3 weeks post embolization. The patient was experiencing anal incontinence coincident with the perforation.

Event description:
It was reported that patient complications occurred requiring additional intervention. Obsidio was used for a rectal artery embolization of acute rectal bleeding. The patient was admitted with an acute massive lower gastrointestinal (gi) bleed that measured -2mm. Computed tomography angiography (cta) revealed an active rectal artery branch bleeding with contrast extravasation from the right side of the rectum. An angiogram revealed a similar finding, and the patient underwent selective rectal artery branch embolization with obsidio. A 2.4 fr non-boston scientific microcatheter was used with 0.1 ml of obsidio using the aliquot technique. The physician was pleased with the delivery of obsidio with cessation of bleeding. The patient had decrease in hemoglobin and minimal rectal bleeding and underwent a computed tomography (CT) 2 days after the initial embolization procedure. The CT revealed a rent in the rectal wall at the site of the initial bleeding and embolization. Obsidio was noted to be 2cm more distal in the artery and rectal wall compared with the post procedure angiogram/fluoroscopic images, which led to ischemia. The patient underwent a colonoscopy which demonstrated focal perforation without infection or abscess. The patient was experiencing pain at the site and underwent a diverting colostomy 3 weeks post embolization. The patient was experiencing anal incontinence coincident with the perforation.

Manufacturer narrative:
Evaluation conclusion codes (1): corrected from cmc - unintended use error caused or contributed to event to adverse event related to procedure.